Manufacturer narrative:
H3, h6: the handswitch was returned to medtronic for analysis. Testing was conducted and the issue was confirmed. Physical damage to the wiring was confirmed. Fdm b01, fdr c19, and fdc d14 are applicable to the handswitch analysis. Lot number of handswitch: rev. A. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the system. It was found that the system wasn't charging and not holding a charge. Parts were replaced and the system passed the system checkout. Product analysis #704247248:2021-03-10 23:16:30 cst webmremotews sfdcmnav product analysis task update workorder name : wo00816856 analysis summary text : action/resolution: reported issue was that the battery indicator was flashing red 26feb2021- - inspection shows that charger 14 is not charging and several battery trays are not holding a charge. The batteries immediately drop in voltage by 3v per tray (all trays). The left most battery led is flashing red and the mvs states individual battery failure. Quote submitted to site for parts (all batteries, charger enclosure, handswitch). 10mar2021- (hard copy po received 9mar2021 because talks of a potential ssa) - replaced all battery trays and charger enclosure, system checkout passed, staff notified - replaced handswitch due to exposed inner wiring - system being used in case this afternoon cable grade: a contact: (B)(6) demo/eval unit: false hardware p/f: pass imaging modalities failure: other imaging modalities p/f: fail imaging summary of failure(s): battery indicator flashing red inspection and operational tests p/f: pass instruments p/f: pass is imaging failure resolved?: yes mechanical inspection p/f: pass record type: o2 system checkout (closed) software p/f: pass status: completed does the system perform as intended?: no visually inspected parts prior to instal: pass were hardware parts replaced?: yes notes title: jto exception info created date: 3/10/2021 6:42 pm note: 10mar2021- (hard copy po received 9mar2021 because talks of a potential ssa) -email below (no content just attachments of po and hard copy from: (B)(6) [ar999] joshua.j.long@medtronic.com sent: tuesday, march 9, 2021 3:16 pm to: rs nav service processing rs.navserviceprocessing@medtronic.com cc: (B)(6) tommy.jones@medtronic.com; (B)(6). Jason.t.owens@medtronic.com> subject: o-arm repair po and hard copy for baptist health in little rock, ar. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company rep. It was reported that the system wouldn't charge. The battery, charger, and hand switch were being replaced.

Manufacturer narrative:
H3, h6: the enclosure charger was returned for product analysis. The analysis was unable to confirm the reported complaint, "battery status on ias." Visual inspection confirm dust and fiber buildup in the enclosure charger. It was cleaned and installed in test system c1416. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the image acquisition station (ias) was turned on today, the battery indicator was blinking red. It had been a couple hours and it was still red. There was no patient present when discovered.